Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was impacted 465 mg/dl. Shortly, after a malfunction alarm occurred. The customer consumed fluids and reverted to manual injections to stabilize blood glucose level. The occlusion alarm occurred prior to contacting tandem technical support, troubleshooting for the malfunction alarm and to determine a possible cause of the occlusion was unable to be performed. It was indicated that the customer would use manual injections as alternate insulin therapy.